Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), a power on reset (por) was noted during device check. The por was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the por occurred after radiation treatment. Approximately, ten days later follow up check revealed the ipg functioning fine.